Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 179 mg/dl. The customer stated that the pump was dropped on the floor and it showed physical damage. The customer mentioned that the crack is seen on the display and it is not readable. The customer stated that the drive support cap is not damaged. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump had a cracked and bleeding lcd glass, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.